Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed "checks pads" and "poor pad contact" messages and failed to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device and continued treating the pt with the same electrode pads attached. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant reported another event with this device, please reference medwatch report 1220908-2004-00642.